Manufacturer narrative:
Device eval summary: device eval of battery charger/modem sn (B)(4) has been completed. The reported problem (battery charger problem, battery won't hold charge) has been confirmed. Upon eval, the battery charger/modem was unable to read inserted battery packs due to a shorted q1 current controlling transistor on the bedside board. The root cause for the shorted q1 transistor could not be positively identified. No adverse event resulted from the shorted q1 transistor. The pt rec'd a replacement battery charger/modem.

Event description:
A (B)(6) male pt's wife contacted zoll customer support to report that the pt's battery charger was not charging his battery packs. The pt was issued a replacement battery charger/modem.